Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion located in the distal superficial femoral artery. During the procedure, a 4.0 x 150 mm supera veritas self-expanding stent system (sess) was advanced to the target lesion and deployed. After the sess was deployed, it was noted that the stent remained in the introducer sheath. Under fluoroscopy, the sess (with the stent stuck in the introducer sheath) was removed from the patient and the procedure was successfully completed with another unspecified supera sess. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
Returned device analysis revealed tip separation. Additionally, the tip was not returned.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). Evaluation summary: visual inspections were performed on the returned device. The deployment difficulty was unable to be confirmed as the stent had already been deployed. The tip detachment was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported deployment issue. The tip detachment and foreign body in the patient was due to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Under fluoroscopy, the sess (with the stent stuck in the introducer sheath) was removed from the patient; the tip became detached and will be left in the patient. A duplex ultrasound was performed on the leg and no blood flow limitations were observed; normal blood circulation.